Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated a ca 19-9 result of 4.75 with reagent lot 19165m500, and a result of 12.69 with reagent lot 22105m500. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, analysis of patient mean data, and a review of labeling. The calibration for reagent lot 19165m500 was greater than 30 days old when the testing was completed at the customer site. Additionally, the calibrator lot 43k28311 used had expired in 06/2012. The customer used a different calibrator lot 43k38013 which expires in 01/2014 when they calibrated reagent lot 22105m500. Tracking and trending identified normal complaint activity for the likely cause lot. Patient mean data was collected and was within allowable limits. Labeling was reviewed and found to be adequate. No product deficiency was identified.